Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) , during the procedure of a 23 mm sapien 3 ultra in the aortic position via transfemoral approach after passing through the esheath the valve frame struts were observed to be bent. Withdrawal of the device was attempted, however the struts were snagged and could not be withdrawn into the esheath. An aortic dissection was observed and surgical intervention was required to remove the devices. A surgical aortic valve replacement was performed. The distal part of the delivery system was cut and pulled out through the open chest. The patient was in stable condition post procedure.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: two (2) struts bent approximately 120-degrees on inflow side, all struts exposed through skirt, normal after crimping and use, one (1) strut slightly distorted at outflow side and valve frame distorted/canted. No functional or dimensional testing was able to be performed due to device return condition (frame distorted/canted). A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed similar complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Patient and procedural imagery was provided by the site and revealed the following: patient's access vessel had presence of calcification, tortuosity, and undersized (minimum luminal diameter 5.5mm required per IFU) and two (2) struts appeared bent greater than 90-degrees at the inflow side. Delivery system insertion through sheath- insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Vascular complications- successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Aortic occlusion balloon. Iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. Complaint history review although the complaint was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra) , which captures root cause analysis for the issue. A risk assessment was performed on the reported event and the risk of difficult or unable to navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficult or unable to navigate catheter through anatomy. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with the reported event. To address the issue, corrective action preventative action investigation (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design - ), the occurrence rate did not exceed the april 2021 control limit for trend category "valve damaged" for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same; the pra documents the potential for surgical intervention, which did occur during this event. The pra remains applicable and no further action is required. Corrective action preventative action investigation (CAPA) has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design). The reported evet was confirmed based on the returned device and imagery. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "after passage of e-sheath, before valve alignment, s3 ultra stent struts were found non-compliant. Struts were snagged, valve withdrawal was not possible." Per 3mensio imagery, the patient's access vessel had presence of calcification, tortuosity, and undersize access vessel. The presence of calcification, tortuosity, and undersized access vessel can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". It is possible that excessive force is applied during the delivery system insertion, and it leads to the valve strut interacted with the sheath and resulted in the frame damage observed . These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity, undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.